Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances on one contact. It was noted that the stimulation pattern seemed to have shifted and was not covering the patients pain areas as before. X ray imaging confirmed that the lead migrated. The patient underwent a revision procedure where the lead was removed and replaced. The patient was doing well post operatively. The explanted lead will not be returned as it was disposed of.